Manufacturer narrative:
(B)(4). The user interface module was returned and evaluated. It was determined that the root cause of this event, was a defective control board. A replacement user interface module was provided to the customer.

Event description:
The customer called carefusion technical support to report a unit that had a blank screen, but the leds were lit. The customer also mentioned that the backlight was out. No patient involvement.